Event description:
It was reported that the patient had a history of noise on the atrial lead. The patient was asymptomatic. The lead was capped and replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.